Event description:
The housing of the ICD shows a blue shadow near the header. The device is not interrogatable. It was reported that the pt died in 2007.

Manufacturer narrative:
The ICD was implanted for 21 months upon receipt, the device condition was confirmed and was not interrogatable. During the visual inspection, a slight blue color was noted on the ICD housing. This slight blue color originates from an oxidation film, which is a result of the high charge densities during a shock delivery. Therefore, the blue color indicates that the device had delivered numerous shocks. Under such circumstances, the blue color is expected and does not indicate a device malfunction. Particularly, it does not indicate the presence of heat. Furthermore, the visual inspection revealed a spot of melted titanium on the ICD housing. This indicates an arc over from an hv-1 lead conductor, most likely due to an abraded hv-1 lead insulation. The ability of the device to deliver therapies was verified and found to be compromised. Therefore, the ICD was opened and the inner assembly has been inspected. The battery was depleted, but not defective. The inspection of the electrical module revealed that the output stages of the high voltage circuit have been damaged. Most likely, this damage occurred due to an external short circuit. This is consistent with the observed melted titanium spots due to an arc over from an hv-1 lead conductor as well as the issues with the depletion of the battery. In summary, the lead has not been returned. The molten titanium spot indicates that the clinical observation was caused by a compromised lead insulation of the hv-1 conductor. Once the hv-1 insulation is compromised, an arc over may result during a shock delivery between the ICD housing and the hv-1 conductor, causing the locally molten titanium spot. Furthermore, this is consistent with the damage of the hv-output stages due to this shorted circuit. It is very likely that this damage of the electronic module caused a high current consumption depleting the battery. The slightly blue colored housing indicates that the device had delivered numerous shocks. The circumstances causing this high charge density remains unclear since the battery was found depleted. The analysis revealed no indication of a material or mfg problem.